Event description:
On february 3, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
A customer contacted customer caret to report that the device readings did not match their blood glucose (bg) levels, which they measured using finger sticks. Despite calibrating correctly, the discrepancies persisted, particularly at night. The agent recorded several instances of bg and sensor glucose (sg) values, noting significant differences. The customer was educated about potential lag in readings and advised to continue using the system and calibrating as prompted. The case was escalated to the next level of support for further review. The escalation team responded, suggesting that the system was still adjusting and should improve over the next few days. They recommended the customer continue using the system and calibrating as needed. The customer was informed of this and seemed satisfied with the explanation.